Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. As such, no implant/explant dates are applicable. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed on 04.689.199 / lot: 9819598: manufacturing location: (B)(4), manufacturing date: 29. Jan. 2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Later non-conformance report was opened, because after an internal finding in 2017 a re-inspection was made and immediate actions were taken as the parts were non-conforming. The issue has already been identified in the internal ncr. A sensibilisation (sensitization) on the issue has been done. A manufacturing investigation was performed on the returned screws. Eight (8) universal degen screws (uds) assembled with eight (8) uds locking caps were returned for evaluation. Three (3) locking caps are damaged and blocked on the screw body. The (04.689.635 lot 9847062, 2 x 04.689.645 lot 9752221 and 9724796). These three parts are not measurable because they are damaged post production. The locking caps are blocked into the screw bodies because they were not properly tightened during surgery (caps and bodies are not aligned). The remaining five parts were re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified we found all returned parts conforming from a manufacturing perspective. A manufacturing investigation was performed on the returned locking caps. The returned parts were re-inspected for the direction of the thread. The locking caps resulted non-conforming for the direction of the thread which resulted opposite to the specification: thread geometry mirrored. The conclusion of the product investigation is that the returned parts are not conforming from a manufacturing perspective. This issue has already been identified in the internal non conformance report (ncr) and appropriate actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during surgery on june 29, 2016, when the surgeon torque, the cap goes out and the screws failed. Surgery was prolonged for two (2) hours and the patient outcome was reported as good. All reported screws had the same problem. This report is for one (1) lock-cap f/uds tan. This is report 9 of 16 for complaint com-(B)(4).